Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was very scratched and makes it hard to read. The customer¿s blood glucose was unknown at the time of incident. The customer also report the many no delivery alarm. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery/occlusion alarm. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window. (B)(4).